Event description:
Related manufacturer reference number: 2017865-2023-20242. It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was undersensing atrial fibrillation on the atrial lead. Programming changes were implemented. The patient was in stable condition.